Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on a direct nasopharyngeal swab. Confirmation testing was performed with pcr on a nasopharyngeal swab and generated negative results. The customer confirmed there was no patient harm due to test results. Additionally, the customer confirmed there was no delay or impact of treatment due to test results.

Manufacturer narrative:
Upon further investigation the customer confirmed the date of the test was (B)(6) 2021. The patient was not symptomatic.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m140329 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m140329, test base part number 190-430 / lot: m140329 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140329 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.